Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive and the pump would not unlock after a prior drop, resulting in the user not using the pump for approximately two weeks; a mobile restart did not restore function and a replacement device was arranged. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact on health and no medical intervention or hospitalization. Investigation included a review of the complaint details and device history, along with an assessment for mechanical or display malfunction. Investigation of this case revealed a reported display/touchscreen failure with no associated alarms. It was concluded that the device exhibited a touchscreen malfunction that impaired use, with user safety not affected based on available information.

Manufacturer narrative:
The returned device was investigated for an unresponsive touchscreen. The issue was confirmed and traced to a touchscreen ribbon cable that had backed out of its connector, likely due to physical impact from a reported drop. After reconnecting the ribbon cable, full touchscreen functionality was restored. A DHR review found no manufacturing issues.